Event description:
A physician diagnosed a female patient with fusarium keratitis in the left eye. The physician was uncertain if the patient's eye condition was directly related to renu solution (unknown type) in 2006, the patient was started with natamycin 5% drops and oral voriconazole tablets 200 mg, bid. As of 2006, the patient is still under treatment. The patient's uncorrected visual acuity (ucva) has become 20/20 in the left eye.